Event description:
A health care provider (hcp) reported via a manufacturer representative that during a stage two implant, the connection block at the end of the lead was deformed/damaged while removing the extension lead connection. The hcp stated the issue probably occurred because of an extensive force applied to the connection between the extension and the lead before unscrewing the screws. It was unknown if any diagnostics or troubleshooting was done. The lead was replaced and the surgery was completed without any complications. The issue was resolved and the patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.